Manufacturer narrative:
Device will not be returned for evaluation. If additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.

Event description:
Reported via maude event report (B)(4), originally the patient suffered a mid shaft humerus fracture in a 4 wheeler accident in 2013 and was developed worsening radial nerve palsy in the end. He had orif and radial nerve neurolysis urgently with removal of bone fragments from nerve and collagen protective wrapping of the nerve. A stryker posterolateral plate which was slightly contoured was fit into the bone excellent fit across the fracture. Plate was shortened approx 2 mm in situ and a midas rex tool with the cutting bur as it was overlapping the edge of the olecrananon fossa. Wrist supported with a cock-up wrist splint while radial nerve recovered. Started on neurontin, encouraged smoking cessation and aggressive early rom to both shoulder and elbow with #1 lifting restriction. Paint fell on 2013 and felt a snap in his arm with radiological evident of hardware failure and refracture. Arm laced in a brace until admitted electively 2013 for hardware removal and refixation. At that time, stated he quit smoking 3 weeks ago. Surgeon voiced her opinion that she doesn't believe this is a product failure.

Event description:
Reported via maude event report mw5030392, originally the patient suffered a mid shaft humerus fracture in a 4 wheeler accident in 2013 and was developed worsening radial nerve palsy in the end. He had orif and radial nerve neurolysis urgently with removal of bone fragments from nerve and collagen protective wrapping of the nerve. A stryker posterolateral plate which was slightly contoured was fit into the bone excellent fit across the fracture. Plate was shortened approx 2 mm in situ and a midas rex tool with the cutting bur as it was overlapping the edge of the olecrananon fossa. Wrist supported with a cock-up wrist splint while radial nerve recovered. Started on neurontin, encouraged smoking cessation and aggressive early rom to both shoulder and elbow with #1 lifting restriction. Paint fell on 2013 and felt a snap in his arm with radiological evident of hardware failure and refracture. Arm laced in a brace until admitted electively 2013 for hardware removal and refixation. At that time, stated he quit smoking 3 weeks ago. Surgeon voiced her opinion that she doesn't believe this is a product failure.

Manufacturer narrative:
Evaluation summary: the reported event that plate fails could not be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The fixation was loosening by an overload when the patient fell. Also the surgeon voiced that she doesn¿t believe this is a product failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Device was not returned.